Event description:
While using the custom pack, the pall blood filter in the circuit necessitated much more force than the usual push unit(s) of blood through. Customer states this is the third occurrence in this pack lot number.

Manufacturer narrative:
Based on the available info, it is not possible to determine if the device was used in accordance with the labeling in regards to "defective/damaged component" reported failure mode. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. (B)(4).